Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced redness and swelling around the pocket. It is unknown the date patient had presented in clinic. The system was explanted. Due to patient's complete heart block, the removed device was used as external pacemaker to a new temporary lead. The patient was in stable condition during an post operation.